Event description:
It was reported that the bed had no power due to the power cord having a non-stryker power cord end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: technician replaced cord with a stryker cord.